Event description:
On (B)(6) 2022, an hcp contacted lifescan (lfs), alleging that a patient¿s unspecified onetouch meter was not working. Details of the specific issue were not provided. This complaint was classified based on the limited customer care agent (cca) documentation since the call was disconnected and it was not possible to follow-up with the reporter as contact information was not provided. The cca was advised by the reporter that the alleged meter issue began a few weeks prior to contacting lfs. The reporter claimed the patient had been unable to test their blood glucose due to the alleged issue. It was not reported if the patient takes any medication to manage their diabetes or if they made any changes to their usual diabetes management regimen as a result of the alleged meter issue. The reporter claimed that an unspecified time after the alleged issue began, the patient developed unspecified symptoms and was treated with insulin (type/dose unspecified) by an hcp at the emergency room. Troubleshooting was unable to be performed. This complaint is being reported because the reporter claims the patient was unable to test their blood glucose due to the reported issue and reportedly received hcp treatment for a possible acute high blood glucose excursion after the alleged meter issue began.